Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 0.8, lab: 1.9. Time between testing: 2 hours. Therapeutic range: 2-3. Customer has trouble obtaining blood sample. Customer is milking finger.